Event description:
During follow-up, device interrogation revealed a message indicating a parameter error. The programmer reported incomplete programming after several unsuccessful attempts were made to reprogram the device. Upon inspection of the ram map, it was determined that potential telemety corruption was occurring within the device. The decision was made to explant the device.